Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 72-116 mg/dl. Customer declined to further troubleshoot with tandem technical support, and continued to use the existing cartridge for insulin therapy.